Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was undersensing the r-wave. The r-wave was falling into the blanking period. Due to the undersensed r-wave pacing was delivered when not required. In addition, oversensing led to inhibition of pacing on the left ventricular (lv) channel. Technical services suggested reprogramming recommendations. Additional information from the field representative provided lv sensing was turned off and other programming changes were made. The physician will continue to monitor the patient at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due changes in the h6, impact codes field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was undersensing the r-wave. The r-wave was falling into the blanking period. Due to the undersensed r-wave pacing was delivered when not required. In addition, oversensing led to inhibition of pacing on the left ventricular (lv) channel. Technical services suggested reprogramming recommendations. Additional information from the field representative provided lv sensing was turned off and other programming changes were made. The physician will continue to monitor the patient at this time. This crt-d remains in service. No adverse patient effects were reported.